Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. Review of the stored electrograms revealed non-sustained episodes of noise. The noise was not able to be reproduced with isometrics, and the device was reprogrammed. The patient was in stable condition.